Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported hat the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 290 units of insulin. The customer's blood glucose level was 196 mg/dl. The customer further troubleshooting during the time of the call. Review of pump data logbook showed no issues with the fill estimate reading. Additionally, it was confirmed that the cartridge was not being filled with cold insulin and the customer was not overfilling the cartridges.